Event description:
It was reported that pump unexpectedly displayed reset screen, although pump did not need to be plugged into power to turn back on. There was no adverse impact to the customer¿s blood glucose level. Customer was informed that pump had reset one of its microprocessors as part of routine safety check and was functioning as intended, received education about effects of pump reset on insulin tracking, bolus limits, sensor sessions, and cartridge loading, acknowledged this information, and successfully resumed insulin therapy.